Event description:
It was reported that the patient was experiencing continuous constant convulsions and that the vns battery was depleted. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.